Event description:
The customer reported that their device no longer had any voice prompts. Without voice prompts on this device, the user could not use the device on a patient as it walks the user through the event. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control has been made aware that the customer has decided to not replace their device. After discussions with the customer and the third party service agent, it is unknown if the device will be returned to physio-control for evaluation. The cause of the reported failure could not be determined.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.